Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had calibration error alerts with the sensor. Customer also reported blood at site. The customer also reported experiencing a low blood glucose of 44 mg/dl previously. The customer's current blood glucose was 78 mg/dl. Customer agreed to return the sensor for analysis.